Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problems (belt incompatible messages, abnormal shutdowns, can connection status) were confirmed. Upon investigation, the electrode belt's trunk cable connector was unable to securely latch to a monitor, causing intermittent communication between the electrode belt and the pt's monitor. The cause for the belt incompatible messages, abnormal shutdowns, and can connection status was the defective trunk cable connector. The root cause for the defective trunk cable connector could be positively identified. No adverse event resulted from the defective electrode belt connector. The pt was issued a replacement electrode belt.

Event description:
Upon review of a (B)(6) female pt's download file, zoll customer support discovered belt incompatible, abnormal shutdowns, and can connection status flags. The pt was issued a replacement electrode belt.